Event description:
It was reported that at 12,550 joules of use, 2:49 minutes while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to fire straight rather than at 90 deg. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok." There was no patient injury reported.